Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents. The unit passed the unexpected restart error test, the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the displacement test. The following physical damage was also noted: minor scratches on the lcd window, cracked casing at a display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump reads her blood glucose as 466 mg/dl even though her fingerstick meter reads 408 mg/dl. She woke up with hyperglycemia, and every time she tried to eat or drink she wanted to vomit. The customer was having issues treating with the pump due to the pump still showing her reading from two hours ago, so she treated with a manual insulin injection instead. The customer also reported damage to the pump. Troubleshooting was initiated for the physical damage. The customer confirmed that there were scratches on the display window: a few on the left side, some in the middle, and more on the right side where the numbers are displayed. The customer had to wiggle the pump around to view the information. A self-test was performed on the pump and passed. However, the insulin pump was returned for analysis and a replacement pump was sent.